Event description:
During deployment of an hes-14 3-mm x 7-cm embolization coil into a right internal carotid artery aneurysm, the coil prematurely detached. A guidewire was used to position the coil into the aneurysm. No pt issues.